Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case is associated to case (B)(4) by reporter. This case involves a (B)(6), female, pt, who received three applications of poly-l-lactic acid (sculptra) with the last application performed sometime in (B)(6) 2008. Relevant medical history and concomitant medication info were not mentioned. On an unspecified date, the pt began presenting with a small, palpable, and asymptomatic nodule localized on her nasogenal sulc on the left side. Event outcome is unk.

Manufacturer narrative:
(B)(4). Per our affiliate attempts to contact the physician have been unsuccessful; therefore, this case is considered closed. Reporter's causality assessment: not provided. Additional info received on (B)(6) 2008: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.